Manufacturer narrative:
Concomitant products: 6944-65 lead implanted (B)(6) 2010: 419678 lead implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and oversensing of noise. A lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.